Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the patient possibly had an allergy to zimmer bone cement. It was reported that the patient underwent total knee arthroplasty on (B)(6) 2016. Subsequently, the patient is experiencing tightness and swelling in their knee. No revision has been scheduled to date.

Manufacturer narrative:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2016. Subsequently, the patient is experiencing tightness and swelling in their knee. No revision has been scheduled to date. It was reported that the patient possibly had an allergy to zimmer bone cement. It was determined that the cement was a zimmer palacos r bone cement. As reported to zimmer biomet dover, the 00-1112-140-01 item number was assumed to be the cement used and no lot number was listed. Consequently, a review of the specific batch device history record (DHR) could not be performed. The palacos cement is an original equipment manufacturers (OEM) product produced by heraeus medical. Zimmer biomet is the licensed distributor for this product line in the united states. A supplier field complaint information request (scir) was forwarded to heraeus medical on this complaint. The response to that scir is as follows: we would like to refer to your inquiry about information on potential allergic or sensitivity reactions to ingredients of pmma bone cements. From the literature and our own long-term observations there have been very rarely cases of allergic reactions in patients to individual components of pmma bone cement (cf. Thomas etal., 2008 "allergy to bone cement components"). Cured bone cements from heraeus medical have been studied in accordance with din en iso 10993-10 (2003-02): biological evaluation of medical devices part 10: "tests for irritation and sensitization" and generally show no sensitizing potential. Cured palacos bone cements can contain very small amounts of benzoyl peroxide, hydroquinone, n, n-dimethyl-p-toluidine, methyl methacrylate, chlorophyll, zirconium dioxide, and in gentamicin-containing bone cements, also gentamicin sulfate. An allergy testing (skin patch test) for individual cement components can easily be misinterpreted and/or even cause an allergy. Therefore, we recommend to address open questions to the "working group on allergy and immunological aspects of the implant material incompatibility" (allergomat): http://allergomat.klinikum.uni-muenchen.de/en/. There are no additional zimmer biomet actions warranted at this time.